Manufacturer narrative:
Cmpl (B)(4) labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2024. Prior to sensor insertion the area was prepped with alcohol. On (B)(6) 2024, the patient developed a rash, redness, inflammation, drainage, and infection extending beyond the patch perimeter. The patient had itching and burning sensation in the area. The patient reported she made an incision and drainage (I&d) at the sensor insertion site. Multiple attempts to contact the reporter were made to verify the I&d information; however, no other details were obtained. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.